Manufacturer narrative:
The condition of depleted battery was confirmed through the event history due to faulty main batteries. The main batteries were replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. The device has not been previously sent into service for the reported condition of "depleted battery." (B)(4).

Event description:
During review of the event history it was determined that a depleted battery occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated.